Event description:
Hill-rom received a report from the account stating the bed exit would not alarm every time. The bed was located in the pt room at the account. There was no pt/user injury reported.

Manufacturer narrative:
Hill-rom technical support provided the part number for the left head side rail. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed any other preventive maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this info, no further action is required.